Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the strike plate broke off the broach handle in the weld. The product is covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: poland. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device was discarded.

Event description:
It was reported that the rasp tool holder was damaged/fractured. This occurred during a procedure, the procedure was completed using another device and no pieces fell in the patient. There is no additional information available at the time of this report.